Manufacturer narrative:
The device was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. No corrective action. Monitoring and trending this type of event. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. However, the exact cause is unknown. Linked mdrs: 2029214-2019-00634, 2029214-2019-00635, 2029214-2019-00636, 2029214-2019-00637. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that 2 pipeline flex with shield (ped2) were used to re-treat a neck recurrence (2 x 3 x 3mm) of a ruptured and coiled pcoma-aneurysm (initially 8x5x4,5 mm).